Manufacturer narrative:
Investigation: terumo bct (B)(4), inc. Has confirmed the customer¿s statement and found the following:there was a shaved-off part and leak point on the upper side of the channel belt near the inlet port on the channel. There was a stress line on the channel belt of the channel. The disposable set was returned to (B)(4) for investigation. The channel and loop section was received. The observations were the same as terumo bct (B)(4). A review of the device history record (DHR) for this unit showed no events that would have contributed to the leak that was experienced by the customer. Root cause: the markings on the channel are consistent with a disposable misload by the operator. The channel was not seated fully into the filler and moved upward during the run. The force pulled the channel over the edge of the filler, causing a crease mark. It eventually pulled upward high enough at the inlet connector end that it hit the arm and sheared off part of the channel, resulting in a leak. Correction: manufacturing staff were made aware of this incident on (B)(4) 2013.

Event description:
The customer reported that during a collection procedure, there was a blood leak from the channel and they were unable to proceed due to 'leak detected' alarm. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
Due to (B)(4) privacy laws, the customer was unable to provide any identifying patientinformation.